Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2014 with the following findings: a review of the pump¿s black box history showed that the pump time was manually adjusted after a reset from (B)(4) 2014 at 11:08am to (B)(4) 2014 at 2:53pm. No time gain/loss was observed in the pump¿s black box history. No errors, alarms, or warnings occurred during investigation. The pump was able to successfully complete a five day duration test and a time accuracy test. The pump was able to maintain time/date settings after 60 minutes of a power reboot. The complaint of the pump gaining/losing time was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged that the pump was gaining/losing time. It was noted that the time gain/loss was greater than 5 minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.